Manufacturer narrative:
The thermogard ivtm console (sn: (B)(4) was evaluated by zoll service at the customer site. The customer reported issue of thermogard exhibited mid: 09 (air trap assembly) error message was not confirmed during functional testing, however, was confirmed during the event log review. The root cause was determined to be a defective air trap block assembly due to the overflow of liquid into the air trap chamber, as indicated by the presence of liquid traces on the air trap block, possibly caused by user mishandling. The air trap block assembly needs to be replaced to address the reported complaint. During the visual inspection, air trap sensor block noted dried liquid traces on the air trap block assembly. In addition, not related to the reported complaint; cracked top lid and pump cover was observed. The probable root cause was due to mishandling, or wear and tear. The thermogard console to was manufactured in 09 august 2013, and is 7 years old, past the expected service life of 5 years. Event log data was downloaded and noted mid: 09 (air trap assembly) error message around the reported event date, thus confirming the reported issue. In addition, not related to the reported complaint, noticed mid:10 (post fpga) and mid:27 (malf_eeprom) error messages. The root cause for the mid:10 and mid:27 error messages were due to a defective I/o board as a result of normal wear and tear. During functional testing, the console displayed, "factory configuration incomplete" error message during stand by. This observation is not related to the reported complaint and the root cause was due to a defective I/o board. Waiting for customer's approval for service. Historical complaints were reviewed, and there was one similar history of complaint reported for the thermogard xp ivtm console with serial number: (B)(4). Ccr 22772 reported on 15 april 2016. Replaced air trap block assembly to remedy the issue.

Event description:
During start up for patient use, the thermogard console (sn: (B)(4)) displayed mid:09 (air trap assembly) error message. Following this, the console was replaced and continued with the ivtm therapy. Patient's status is unknown.